Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced lack pf progress with device use post implantation. A CT scan performed (date not reported) revealed a portion of the array to be extra cochlea. Subsequently on (B)(6) 2016 the patient underwent revision surgery to have the array re-inserted. The implanted device remains.